Manufacturer narrative:
It was reported that min-implant failed to osseointegrate. The actual device is yet to be received for investigation and evaluation. However, the DHR was reviewed based on the provided lot number and no discrepancies were noted. Failure to osseointegrate is a well -known and well- documented inherent risk of the implant procedure and is not caused by the implant itself. Further results will be provided upon completion of the evaluation and investigation of the returned device.

Event description:
It was reported that the implant had failed. Updated information was received, and it was confirmed that the patient received 3 implants. The implants were placed at teeth location#22, #25, and #27 on (B)(6) 2016. The implants failed to osseointegrate and became loose shortly after implantation. The patient experienced pain and each implant was removed on a separate date. Implant for tooth location #22 was explanted on (B)(6) 2016. The implant for tooth location #25 was explanted on (B)(6) 2016. And the implant for tooth location #27 was explanted on (B)(6) 2017. The pain was stated to have disappeared after the implants were removed. The patient's bone quality is type iii, implants were placed in previously/ simultaneously grafted site, and the implant site is noted to be infected. The patient was reportedly given an unspecified amount of the antibiotic, ( cipro) to be administered 2 days prior to each extraction procedure. The patient's current status is satisfactory with no pain. It was reported that there was nothing abnormal noticed with the implant itself.